Event description:
It was reported that pump touch screen was unresponsive. Customer's blood glucose was 260 mg/dl. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.